Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging the patient¿s blood glucose on an unknown date was above 300 mg/dl and below 500 mg/dl with large ketones. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s settings were not recently changed by a healthcare provider. During troubleshooting, it was reported that the pump time and date reset to default settings when the battery was removed for less than 24 hours. This complaint is being reported because the reported health event was attributed to an alleged pump malfunction.

Manufacturer narrative:
Follow-up #1 product analysis: the device was returned and evaluated by product analysis on 03/08/2017 with the following findings: review of the pump¿s black box indicated date and time reset to default after rebooting event on (B)(6) 2017 at 18:41. Pump was powered back on date and time were set to (B)(6) 2017, 18:54 and deliveries resumed. A manual time change was observed in the black box on (B)(6) 2017 from 08:07 to 20:09. The total daily dose history was appropriate for the user programmed delivery settings. Evaluation revealed the internal clock battery on the printed circuit board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Unrelated to the complaint, two battery compartment cracks were observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.